Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed testing. Corrosion was found on the j704 connector and jst connector for the cable connecting ECG "c" and ECG "d" in the distribution node pca cable. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.